Event description:
It was reported that a flogard infusion pump had "troubles with the battery." There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site. The reported condition of troubles with the batteries was confirmed due to damaged main batteries. To correct the issue the batteries were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.